Event description:
On (B)(6) 2005, the pt was implanted with an scs system. The pt has been without stimulation since (B)(6) 10. They had turned off the stimulation for an unrelated surgery and could not get it to turn back on. The programmer was showing communication errors. The pt had changed batteries and reconnected the wand. The pt was able to get communication with the ipg but the 'low ipg, contact physician' warning is showing. A replacement wand was shipped to the pt.

Manufacturer narrative:
Eval: method: device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.